Event description:
When the staff turned on the urology room in the morning, the monitor's did not come on. Their urology procedures were done in another room.

Manufacturer narrative:
Liebel flarsheim engineer field service report states that the field service engineer opened the pc cabinet and found the leds on the iapd pcb not blinking, after unplugging the pc and applying power again, the leds came on. He replaced the iapd pcb according to the infimed service manual, verified operation and returned the system to service.